Manufacturer narrative:
The reporter repeated several patient samples and their controls. The reporter stated that all patient and control repeats were very good. The provided calibration data showed acceptable values. The provided quality control data was acceptable on the day of the event. Data was provided for only one level of control. Upon review of the alarm trace, no relevant alarms were observed. The investigation could not identify a product problem. The cause of the event could not be determined.

Event description:
The initial reporter stated they received a discrepant result for one patient sample tested with ise indirect na for gen.2 on a cobas 6000 c (501) module. The sample initially resulted with an na value of 118 mmol/l and this result was reported outside of the laboratory. The assay was re-calibrated and controls were repeated. After this, the sample was repeated, resulting with an na value of 124 mmol/l. The sample was also repeated on a cobas 4000 c (311) stand alone system, resulting with an na value of 122 mmol/l. The 122 mmol/l value was believed to be correct. The na electrode lot number and expiration date were requested, but not provided.